Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015. A correction of field# d1 brand name, # d4 version or model #. D1 ¿ brand name ¿ previous brand name: servo-I. Corrected brand name: servo-I base unit d4 ¿ version or model # - previous version or model#: servo-I. Corrected version or model#: 6487800 it was reported that the device failed the pressure transducer test during the pre-use check. Our field service engineer investigated the ventilator on-site. During troubleshooting, the pre-use check again failed the pressure transducer test. To address the issue, the expiratory pressure transducer printed circuit board (pcb) was replaced. After replacement, the ventilator passed all calibration, functional, and safety tests and was returned to the customer for clinical use. The provided device logs confirmed the failed pressure transducer test during troubleshooting. The replaced expiratory pressure transducer pcb was returned for further investigation. Simulated use testing of the returned pcb passed the pre-use check. After ventilating for a few hours, the device started to alarm for high peep (positive end expiratory pressure). When conducting another pre-use check after the aforementioned alarm, the device failed both the pressure transducer test and the internal leakage test. Visual inspection of the pressure transducer pcb revealed no significant abnormalities. When measuring the zero-pressure voltage using a multimeter, no evident deviation was detected. The wheatstone bridge for the pressure sensor was also measured, revealing no significant imbalance. A microscopic investigation identified large particles of contamination on the membrane inside the pressure sensor's cavity, which is likely the primary cause of the pressure transducer malfunction. In conclusion, the replaced pressure transducer pcb was identified as the cause of the failure. No definitive root cause has been established for this reported issue. Nevertheless, one likely cause of the problem could be the contamination found inside the pressure sensor¿s cavity. Earlier investigations have shown that dirt, particles, or debris inside the pressure sensor¿s cavity affected the offset measurement. Once the contamination was removed, the pressure sensor functioned normally, and no offset drift was noticed. The pressure transducer pc board is a part of the measuring of the pressure in the ventilator and a faulty pressure sensor may lead to inaccuracy in pressure measurement which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation.

Event description:
Manufacturer's ref: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).